Manufacturer narrative:
The referenced device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the device and found that there was no abnormality and irregularity. The instruction of the uhi-3 states that excessive pressure is attributed to following factors, therefore this phenomenon has been likely to be caused by following factors. The suction tube was connected inappropriately to the uhi-3. The patient anesthetic was no longer effective which caused the excessive pressure. Excessive gas volume was released from other equipment. There was a possibility that the inappropriate handling by the user and/or the patient's condition caused this phenomenon. Olympus stated the appropriate handling of the uhi-3 and the counter-measures against the excessive pressure alarm in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
On (B)(6) 2015, olympus was informed that during the unspecified procedure, the excessive pressure alarm continually sounded. Furthermore, on (B)(6) 2015, olympus was informed that the facility changed the uhi-3 to the other similar device and the procedure was completed. There was no report of the patient's injury regarding this event.